Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer believed she was not receiving insulin from the insulin pump, after she inserted the infusion set on her leg. It was advised that the recommended insertion area was in the abdomen, unless advised otherwise by healthcare provider. Customer stated her blood glucose was rising. She stated she did not receive any alarms and thought it was due to user error. Her blood glucose was not known. The customer further stated the day before reporting the issues, her blood glucose was in the 300 to 399 mg/dl range and she had ketones. The customer reported the infusion set cannula was bent. It was advised that a bent cannula would not necessarily trigger the alarm. The customer declined troubleshooting and said she would not be inserting the infusion set in her leg in the future. Nothing further reported.